Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain,chronic pelvic pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included root canal procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), arthralgia ("hip pain") and blepharal pigmentation ("eyes get orange around them"). The patient was treated with surgery (essure removal surgery) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, tooth disorder and blepharal pigmentation outcome was unknown, the abdominal distension and arthralgia had resolved and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, blepharal pigmentation, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hip pain, eyes get orange around them. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Reporter information updated. New event: eyes get orange around them was added. Incident- no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2009. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive weight gain, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation ((B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. About 7 years and 1 month after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. This event is listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain,chronic pelvic pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included root canal procedure, mood swings, fatigue, joint ache, dysmenorrhea, stress urinary incontinence and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), arthralgia ("hip pain") and blepharal pigmentation ("eyes get orange around them"). The patient was treated with surgery (total abdominal hysterectomy, bilateral proximal salpingectomies) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, tooth disorder and blepharal pigmentation outcome was unknown, the abdominal distension and arthralgia had resolved and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, blepharal pigmentation, heavy menstrual bleeding, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hip pain, eyes get orange around them quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain,chronic pelvic pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included root canal procedure, mood swings, fatigue, joint ache, dysmenorrhea, stress urinary incontinence and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), arthralgia ("hip pain") and blepharal pigmentation ("eyes get orange around them"). The patient was treated with surgery (total abdominal hysterectomy, bilateral proximal salpingectomies) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, tooth disorder and blepharal pigmentation outcome was unknown, the abdominal distension and arthralgia had resolved and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, blepharal pigmentation, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hip pain, eyes get orange around them. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain, chronic pelvic pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included root canal procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and arthralgia ("hip pain"). The patient was treated with surgery and alternative therapy (root canal ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and tooth disorder outcome was unknown, the abdominal distension and arthralgia had resolved and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hip pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New event added- hip pain. Event outcome of excessive weight gain and abdominal bloating as recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.